Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event was identified and occurred in the (tidal) therapy initiated on (B)(6) 2011 at 21:54:55. During night drain cycle 6, the patient's ultrafiltration reading was 2361ml, indicating the home patient (hp) drained 2121ml more than their maximum programmed fill volume of 2400ml. This information meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional: this complaint is an ancillary service event, and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2011-14686 for the investigation. If any additional information is received, a followup will be sent.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). (B)(6). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was use error, tidal total ultra-filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent.